Event description:
A past high blood glucose event was reported by the customer, with an unspecified highest level described as "high." Cause was not known. The customer took corrective actions by administering a correction bolus via the pump and engaging in exercise. Although experiencing frequent high blood glucose events, the customer declined additional assistance. Technical support recommended consulting with a healthcare provider, which the customer understood and acknowledged.